Event description:
A (B)(6) male patient called zoll customer support to report a service code 204 (belt/monitor unusable) and that the connector on his electrode belt was cracked with exposed wires. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summery: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 and bent pins/damaged connector) have been investigation. Upon receipt the trunk cable connector was cracked and loose from the over mold, and the electrode belt failed the incoming functional tests. Upon investigation the green (+3.3v) was open in the trunk cable connector. The root cause for the open wire cannot be positively determined but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.